Event description:
It was reported that the patient underwent a revision surgery due to implant fracture approximately 3 years after the implantation. Due diligence is in progress for this complaint. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Report source- foreign: (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(6). D10: item name: unknown lag screw; item#: unknown; part#: unknown; this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g6, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Based on the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0009613350 -2022 -00482.

Event description:
It was reported that the patient was implanted with a femoral nail and screw. Around 2.5 years later, the bone had consolidated and the patient was feeling discomfort so a revision surgery took place. During this revision surgery, while removing the lag screw, fracture of the wings made the removal of both implants impossible. The revision surgery had to be rescheduled. The patient underwent 2nd revision surgery, in this surgery screw and nail were removed without difficulty. No further patient outcome provided. Attempts have been made and no further information has been provided.